Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 06/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/09/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who had a spaceoar hydrogel placed was found to have some gel infiltration into the rectal wall. The patient did not experience complications. Subsequent review indicated that the infiltration occurred in the rectal hump. Although the needle tip appeared to be correctly positioned during injection, it was suspected that the needle passed through the rectal hump on entry. This may have allowed the gel to track back along the needle path and settle beneath the anterior rectal wall.